Event description:
A report was received that a patient underwent a pocket revision procedure due to the pocket site being sore. The patient's pocket was revised and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.